Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had corroded keypad traces, but no button error alarm was noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and unexpected restart. The insulin pump alarmed unexpected restart and they removed the battery for 16 hours. When they reprogrammed the insulin pump's time and date, it alarmed button error. The battery was removed again but the insulin pump alarmed button error. Customer's blood glucose level was 260 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.